Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/06/2016 that on (B)(6) 2016, there was a bluetooth pairing issue between the transmitter and the display device. No additional patient or event information is available. Data was provided for evaluation. The reported bluetooth pairing issue was not confirmed via data. A root cause could not be determined. However, data evaluation did confirm a transmitter failure on (B)(6) 2016.